Manufacturer narrative:
(B)(4). Product has been returned and the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that after a hip procedure, the depth gauge tip broke off after measuring for screw length. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified the tip to be fractured at the last notch in the gauge. Nicks and scratching are present on the shaft and grip. The etch is faded. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.